Event description:
It was reported that stent damage occurred. The target lesion was located in the iliac artery. An 8.0x30x135cm express ld vascular stent balloon expandable was selected for use. During preparation outside the patient, it was found that the tip of the stent was lifted up. The stent was not used, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).